Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device remains implanted and was not returned to edwards lifesciences for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, stenosis/increased gradient events for the s3, s3u, s3ur valves post-implantation have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (atherosclerosis, thrombosis, endocarditis, rheumatic fever, pannus formation) and/or procedural factors (under-deployed valve, valve size selection, patient-prosthesis mismatch). The device stenosis was confirmed based on the medical record. It is possible that patient or procedural factors identified in the technical summary contributed to the complaint event. However, due to insufficient information, a definitive root cause cannot be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
A report was received from via social media that the patient has not felt well since their tavr procedure. Per medical record, patient underwent tavr procedure with a 23mm sapien 3 ultra valve. No perivalvular leak or procedural complications were documented at the time of implantation. Pre-existing underlying right bundle branch block was noted, and atrial fibrillation was documented post-procedure, though it remains unclear whether this was a new onset or pre-existing condition. Tte performed 30 days post-tavr showed a mean gradient of 29 mmhg and no intracardiac thrombus. The most recent echocardiogram 1 year and 2 months post-tavr demonstrated a mean transvalvular gradient of 34.4 mmhg, a calculated aortic valve area (ava) of 0.7 cm2, and trace aortic insufficiency. The patient was initiated on medical therapy for congestive heart failure due to a left ventricular ejection fraction (lvef) of 40%, which has since improved as demonstrated at their latest visit. Despite this, persistent dyspnea on exertion has led to reduced mobility and weight gain. Given the presence of multiple comorbidities and increased body weight, the case is considered high-risk for redo surgical intervention.